Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving compounded baclofen, dose and concentration not reported via an implantable pump. The indications for use were intractable spasticity and cerebral palsy. Redness at the pump site was reported. The reporter was unsure if there were any environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting included the healthcare provider looked at the site and advised the patient get IV (intravenous) antibiotics. The actions and interventions taken to resolve the issue was IV (intravenous) antibiotics. Surgical intervention did not occur and was not planned. It was unknown if the issue was resolved at the time of the report. The patient status was noted as alive, no injury and no further complications were reported.